Event description:
A customer reported that the system displayed a system message during a vitrectomy procedure. The doctor was not able to perform fluid and air exchange (f/ax). The procedure was completed manually with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was able to replicate the customer reported issue. The company representative found bss fluid inside the system, on the low pressure air source (lpas) manifold, the pressure/vacuum manifold, and the receiver mechanism assembly. The company representative cleaned the system and replaced the lpas module. This action resolved the reported issue of system message (sm) [lpa transducer invalid]. The system was then tested, in which the 57psi regulator and cutter valves l7 and l8 were found to be out of specification; however, these components are unrelated to the customer reported issue sm. On the date of this investigation, (B)(4) 2012, replacement of these components is pending customer approval. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).